Event description:
Patient ordered to be started on continuous insulin infusion due to chronic hyperglycemia. Insulin started per order with dual sign off with fellow rn. Orders scanned and entered into pump correctly on mar and on pump review. Rate set on pump was 2 units/hr with 2-unit initial bolus as per ICU protocol. Upon 1 hour recheck, patient found to be hypoglycemic with bs: 67, patient started on dextrose 10% 250 ml IV bolus per policy. When switching tubing to dextrose infusion, insulin bag discovered to be empty despite being attached to pump at set rate of 2 units/hr. Patient asymptomatic of hypoglycemia and was still awake, alert and oriented x 4. Concerns for large bolus of IV insulin relayed to covering provider. Additional dextrose 10% 250 ml to be administered for a total of 500ml. Patient able to tolerate po and 30g po glucose administered as well. Q15min blood sugar checks implemented and upon completion of d10 bolus patient started on 150 ml/hr continuous to maintain adequate blood sugar. Glucagon 1mg IV q15 prn also ordered for bs & lt; 100. Patient with no further episodes of hypoglycemia and patient remained asymptomatic throughout shift after receiving proper treatment. Clinical engineering findings: not seeing anything in the logs to indicate what might have caused this incident. Looks like they programmed the pump correctly and something went wrong with it. I¿m told that there is a rattling noise of something loose inside the pump, so we will be sending it back to the vendor for repair. They haven¿t done any verification tests yet at biomed, but it will need to go to the vendor either way, because of the piece loose inside, so I¿m not sure if they will.